Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure the device was working intermittently when the buttons were pushed and the tissue pad came off. Unknown how the case was completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). The device was returned with the tissue pad melted and partially detached with the blade gouged at the tip. The device was tested with a test handpiece and generator and error code 5 was received. Both hand activation switch buttons worked as intended. Probable causes of blade damage are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. Probable causes of the tissue pad damage is applying pressure between the instrument blade and tissue pad without having tissue between them. And activating the blade without tissue between the blade and tissue pad to avoid damage to the tissue pad. Both conditions can result in probable damage to the instrument. The damaged blade and the melted and partially detached tissue pad are not related to the issue of "switch button non functional".